Event description:
While cardioverting a patient the device displayed a "bridge test failed" message. Clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.